Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a 56x56 mm diameter abdominal aortic aneurysm. There was severe calcification of the iliac arteries bilaterally. The delivery system was taken out the package, flushed, and the hydrophilic coating was activated. The device was advanced onto a guide wire and the rear handle of the delivery system came off. The scrub tech did not use excessive force when handling the delivery system. The physician felt the device was safe to attempt to use. The physician was unable to advance the delivery system through the right calcified iliac artery. The device was removed from the patient. The decision was made to not use this device and another endurant bifurcated device was successfully implanted in the patient without complication. No clinical sequelae were reported and the patient is fine.